Event description:
It was reported that during a planned ptca/stent procedure that the duet was implanted in a mid right coronary artery lesion, post-dilated with the stent delivery system balloon and the pt left the cath lab. Upon further inspection of the cine' film after the case, it was determined that the stent was not fully expanded distally. The pt was returned to the cath lab with the intention to post-dilate the stent again, but difficulties were experienced when crossing the stent. During the second procedure, the vessel began to accumulate thrombus and eventually clotted off. The pt was sent to emergency bypass surgery and eventually expired during surgery. No other info is available at this time. The IFU clearly indicates that adequate expansion of the stent should be verified from several different views prior to ending the case.